Event description:
Pt had an allergic reaction that was life threatening when using a resmed full face mirage 1 large mask. Pt went to an urgent care center for treatment according to the reporting respriratory therapist. The reaction involved rash and swelling of the head, tongue and face. As of 12/2003 pt has been fitted with a competitor's mask and is doing fine per their therapist.